Event description:
The event occurred on an unspecified date in 2018. The event involves a customer allegation against a device that alarms n56 (replace battery). Testing confirmed that a replace battery alarm (n56) occurred during the device's self-test. The battery was charged and reset showing sufficient vdc (voltage direct current). The battery was replaced to resolve the issue. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.